Event description:
It was reported that a pair new transmitter alert occurred. Data and product was evaluated but the allegation could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.